Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use to treat an atrial fibrillation (a fib). After transeptal, the physician mentioned that it was difficult to get the sheath over the septum, even after trying to apply force to cross. It was also tried to pull the assembly back and rea. The physician mentioned that the transition between the dilator and the sheath was not as it should, therefore the device was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (disposed).